Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that e-200 integrated electrosurgical unit (iesu) failed to power on when it was plugged into the system due to damage to the fiber port on the e-200. Fse replaced e-200 iesu to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that a backup e-200 integrated electrosurgical unit (iesu) could not be powered on. The customer tried multiple power cables, but the issue was not resolved. The customer suspected that the outlet issue on the back of the e-200 iesu. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the unit had a damaged fiberoptic connector, replicating the reported event. During system testing, the unit was installed as a backup esu of a golden system, and the unit was unable to power on due to the fiberoptic connector. Additional findings that are unrelated to reported issue: the cover chassis of the unit was broken on the bottom right side, and the rear bezel had broken external surfaces at the right side. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a damaged fiber connector of the e-200 generator. The probable root cause of the additional observed damage to chassis and bezel may be attributed to damage during handling.

Event description:
Refer to h11 for follow-up information.